Event description:
It was reported that this pacemaker was explanted and replaced due to a nonspecific product performance anomaly. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to a nonspecific product performance anomaly. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received stating this pacemaker was explanted due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported.